Manufacturer narrative:
(B)(4).

Event description:
At the time of maintenance the 840 ventilator had an erratic gui display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the lower graphic user interface (gui) liquid crystal display (lcd) panel. The unit passed extended self-testing.